Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving a vibratory alert for multiple nonsustained right ventricular oversensing episodes due to far p-wave oversensing. Programming changes were made and the alert was turned on. The patient will return for reassessment. No patient symptoms were detected.